Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was at end of life (eol) and displayed a battery depletion (bd) error message. Multiple inappropriate electric shocks due to myopotential noise was also observed. Device system replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was at end of life (eol) and displayed a battery depletion (bd) error message. Multiple inappropriate electric shocks due to myopotential noise was observed. Device system replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.